Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) became stuck in the injector and was advance with significant force despite proper lubrication and handling. Through follow up, we learned that the stuck lens also appeared to be twisted/ bent in the injector. It was decided not to implant the iol. The lens was not in contact with the patient eye. The procedure was completed using a back up lens. No further information has been provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Device evaluation: a customer provided photo was evaluated. The photo displayed the suspect lens stuck in the cartridge and overridden by the plunger rod. The lens was observed to be curled around the plunger rod. Due to no product received, no further evaluation could be performed. The complaint issue "dc-lens damaged" and "dc-stuck in cartridge" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 29-dec-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed. The handpiece was received with the lens stuck in the cartridge and overridden by the plunger rod. The plunger rod tip was observed to be damaged and the lens could not be removed for further evaluation. No further evaluation was performed. The complaint issue "lens damaged" could not be identified during product evaluation; however, complaint issue "stuck in cartridge" was identified. Based on the complaint investigation results the complaint issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.